Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged while slitting the delivery catheter. Attempts to reposition the lead were unsuccessful due to poor maneuverability and possible blood adherence during guidewire insertion and retraction. The lead was ultimately removed and a new lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.